Event description:
Consumer stated as she removed a tampon, the tampon came apart and some remained inside her body. This occurred more than once. She removed the remaining pieces herself by douching. The consumer stated her mother had the exact same problem.

Manufacturer narrative:
Device history record in review. Samples were not returned by consumer.